Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device does not pass the test. There is no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was confirmed and traced to a therapy capacitor failure. The therapy capacitor was replaced by the bench technician and device successfully passed all required tests. The device was sent back to the customer site and no further evaluation is required at this time.